Manufacturer narrative:
D9 - device available for evaluation: no. The complaint of leaks cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
The event was reported via MDR report number mw5162365 and involved an unspecified 7" extension set purple clamp. The customer stated that when they went to flush patient¿s IV catheter they noticed that the device was leaking at the connector site. Harm was not reported as consequence of this event.